Manufacturer narrative:
A product investigation was performed. One (1) drill bit (part # 310.534, lot # 8456899) was received for investigation. The visual inspection has shown that approximately 5 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. In addition, it was detected that the cutting edges are strongly twisted. There were no other damages or signs of misuse detected. The measurements of the hardness after the hardening procedure were within the specification. The relevant length cannot be measured due to its broken off damaged condition. Based on these findings we exclude any manufacturing related issue. Outer diameter was measured and found to be within the specifications per relevant drawing. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event: unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record (DHR) review was performed for part # 310.534, lot # 8456899: manufacturing location: (B)(4), manufacturing date: 03. Jun.2013: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on receipt of the loan set from distributor, the specialist checked it and found that the screwdriver and a drill bit were broken. No patient involvement. This report is for one (1) 2.0mm drill bit this is report 1 of 2 for complaint (B)(4).